Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction.

Event description:
It was reported that the right ventricular pace impedance measured 2,500 ohms and triggered the lead safety switch. The high impedance occurred one time and was otherwise normal, at 608 ohms when checked. Technical services suspected electromagnetic interference. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the right ventricular pace impedance measured 2,500 ohms and triggered the lead safety switch. The high impedance occurred one time and was otherwise normal, at 608 ohms when checked. Technical services suspected electromagnetic interference. The pacemaker remains in service and no adverse patient effects were reported. Additionally, the pacemaker was returned for analysis. A new pacemaker was successfully implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that the right ventricular pace impedance measured 2,500 ohms and triggered the lead safety switch. The high impedance occurred one time and was otherwise normal, at 608 ohms when checked. Technical services suspected electromagnetic interference. The pacemaker remains in service and no adverse patient effects were reported. Additionally, the pacemaker was returned for analysis. A new pacemaker was successfully implanted.